Event description:
The device was used to deliver 6 consecutive countershocks to a patient. Paramedics arrived on scene. According to the paramedics, with the next analysis, the device inappropriately rendered a shock advised determination and delivered a countershock to the patient.